Manufacturer narrative:
D4: mcghan 270cc received at lab. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: two openings assessed, as surgical damage. Broken device assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side "incapsulated, baker grade unknown. And implant exchange from textured to smooth". The device has been explanted.

Event description:
Healthcare professional reported left side "incapsulated baker grade unknown and implant exchange from textured to smooth". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "incapsulated baker grade unknown"